Event description:
The customer reports the ac module fails to charge the battery.

Manufacturer narrative:
(B)(4). The customer reports the ac module fails to charge the battery. A new ac module was ordered and sent to the customer to resolve the problem. There was no reported pt involvement. We will consider this a malfunction of the ac module that failed to charge the battery.